Event description:
A retrospective study which did a clinical analysis of robot-assisted pancreatic surgery during the learning curve period in a single center, was summarized in a literature article. The study included 50 patients, from a single site, and surgeries from january 2020 to september 2022. Of the patients in the study, 23 patients were male, 27 were female with a median age of 54 years. The surgeries included 23 cases of pancreaticoduodenectomy, 9 cases of tumor enucleation, 8 cases of distal pancreatectomy with splenectomy, 6 cases of central pancreatectomy, 2 cases of duodenum-preserving pancreatic head resection, and 2 cases of spleen-preserving distal pancreatectomy. Several intraoperative and postoperative complications were reported. Intraoperative blood loss ranged from 20 to 1,000 ml, with an average of 315ml, and blood transfusions were required in 15 cases. Two cases were converted to laparotomy: one due to uncontrollable bleeding from the superior mesenteric artery, and the other due to severe tumor adhesion. Postoperative complications occurred in 15 cases, including 5 cases of pancreatic fistula, 2 cases of biochemical leakage, 1 case of bile leakage combined with delayed gastric emptying, 1 case of bile leakage, 2 cases of delayed gastric emptying, 2 cases of gastrointestinal bleeding, 1 case of intra-abdominal bleeding, and 1 case of chylous fistula. According to the clavien-dindo classification, there were 2 grade I complications, 10 grade ii, 2 grade iiia, and 1 grade iiib. One patient with intra-abdominal bleeding required reoperation. The conversion rate to laparotomy was 2 out of the 50, and the reoperation rate was 1 out of the 50, with no deaths reported within 30 days. No specific medical interventions were reported for many of the complications. Postoperative hospitalization time ranged from 5-34 days. Additional information was requested from the designated author; however, no response was received. There were no da vinci device issues reported in the article.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: huang junfu, xin wanpeng, yi siqing, tu shuju, xiong yuanpeng, jiang hai, wan zhen, xiao weidong. Clinical analysis of 50 cases of robot-assisted pancreatic surgery during learning curve period in a single center[j]. Chin j gen surg,2024,33(3):349-356. Doi:10.7659/j. Issn.1005-6947.2024.03.005 blank MDR fields: the missing patient information in fields a and b was either unknown, unavailable, not provided, or not applicable. No specific demographics were provided for the patients. Study demographics included 50 patients of which 23 were males and 27 were females with a median age of 54 years. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic si system was reported. The expiration date for field d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in field e1 is not available. Fields g5 and g7 are not applicable.